Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided.section e.1: the initial reporter phone is not available / reported.section g.4: PMA/ 510(k): k212340 / k233924.the complaint product was returned and received for evaluation and analysis. The investigation is documented below.investigation summary: a non-sterile rotating hemostasis valve (rhv) of a 95cm emboguard 87 balloon guide catheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The returned rhv was compared with a good know lab sample rhv under magnification. The comparison revealed a dimensional difference in the red elastomeric sealing component. The seal in the reported rhv appeared compressed, thinned, or reduced in cross-sectional thickness relative to the sample rhv.a functional test was performed. The rhv was connected to a lab sample syringe with water and food coloring. Fluid was observed escaping the intended flow path and accumulating within areas of the device housing where fluid should not be present, suggesting a compromised sealing function of the rhv.the reported issue was visually confirmed on the returned sample. Due to the limited evidence available and the isolated nature of the event, a definitive root cause could not be established.a review of manufacturing documentation associated with this lot (10332745) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection.as part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications.based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion in the distal m1 segment of the middle cerebral artery (mca) to treat an acute ischemic stroke (ais) using the adapt (direct aspiration first pass technique), devices were used in accordance with the instructions for use (ifus). This complaint reports a malfunction of the included y-connector, the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 10332745) itself was used without issues. During the device set and initial inner catheter insertion, there was no resistance or abnormal sensation at the y-connector, and the inner catheter could be inserted smoothly. During the advancement of the emboguard, the base of the y-connector did not fully tighten and blood was leaking. The y-connector was replaced with another y-connector and the procedure was continued. Complete recanalization was achieved after one pass, and the procedure was successfully completed. There was no negative impact on the patient. The event did not result in any undue procedural delay that could be considered clinically significant. On 01-jul-2026, additional information was received. Per the information, there was no visible damage on the connector accessory. There was no damage to the packaging or any of its elements. The complaint device was returned for evaluation and analysis. Based on the result of the product analysis completed on 22-jul-2026, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."